Manufacturer narrative:
This incident was notified from the FDA, ref mw5056448. No customer contact information was included. State delivering the incident information ((B)(6)) is used as the initial reporter state is unknown. Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5062666. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. A sample is not available for investigation.

Event description:
It was reported that the patient presented to the facility in labor and was admitted for urgent repeat cesarean sections. During insertion of the spinal anesthetic, a portion of the device's needle broke off in the l1-2 interspinous region. A second spinal needle was inserted and the c-section was completed without issue. Neurosurgery was consulted and the retained needle was successfully removed.